Event description:
According to the facility the patient experienced a "headache post cervical epidural injection approximately 1-2 days later".

Manufacturer narrative:
According to the facility the patient experienced a "headache post cervical epidural injection approximately 1-2 days later". Per the facility the patient required "caffeine beverages, supine rest, and fioricet tabs". Per the facility they were unable to tell if the component/syringe malfunctioned during use, however, the provider stated they've "never had post spinal leak headaches after cervical epidural injection". No additional information is available for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.